Event description:
Material no. 306547 batch no. 7326850. It was reported that during use of the syr 10ml pump compatible saline 10ml fil there was blood leakage when flushing the catheter and pulling back. The following information was provided by the initial reporter: "was flushing a catheter and when pulling back blood broke through the barrier and got on me and the patient."

Manufacturer narrative:
Investigation summary: no samples were received. No photos were provided. Investigation conclusion: this is the 1st complaint for lot # 7326850 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause can¿t be confirmed.

Event description:
Material no. 306547, batch no. 7326850. It was reported that during use of the syr 10ml pump compatible saline 10ml fil there was blood leakage when flushing the catheter and pulling back. The following information was provided by the initial reporter: "was flushing a catheter and when pulling back blood broke through the barrier and got on me and the patient."